Manufacturer narrative:
UDI information:pxc121400 (B)(4). Additional devices: pxc121400 (B)(4). (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2016 a patient underwent a reintervention of a prior aorto-bifemoral bypass. Three gore excluder aaa endoprostheses were utilized in the procedure. On (B)(6) 2016, a graft thrombosis was recognized.